Manufacturer narrative:
The account replaced the siderail to repair the bed.

Event description:
The account alleged the left foot siderail pulled off of the bracket and was found on the floor. No one at the account knows how it happened. The nurse went into the room and found the siderail on the floor.